Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02235, and 3005099803-2011-02236 for the other associated device information. It was reported to boston scientific corporation that a dreamtome rx sphincterotome and autotome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the dreamtome's cut wire broke; nothing detached in the patient. The dreamtome was removed and an autotome was placed over the dreamtome's guidewire. The autotome's cut wire was damaged/warped and would not bow in plane. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information: according to the complainant, during the procedure, the autotome's cut wire broke; nothing detached in the patient. The autotome was removed and a dreamtome was placed over the autotome's guidewire. The dreamtome's cut wire was damaged/warped and would not bow in plane.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and bent, and the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion created a tear measuring approximately 8mm proximally from the distal pierce hole, which allowed the cutting wire with the attached anchor to separate from the distal pierce hole. The cutwire, however, remained attached at the proximal pierce hole. Additionally, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. The evaluation found that the cutwire with anchor separated from the distal pierce hole. During manufacturing, tome devices are 100% inspected so the cutwire separation likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.